Event description:
Healthcare professional reported left side ¿pain and swelling¿, ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: subcellular changes, chronic inflammation, mental anguish and fear of alcl, increased risk of alcl, explant, discomfort, pain, en bloc capsulectomy, tightness, itching, contracture (baker grade unknown), burning, pathological evaluation to rule out bia-alcl, disfigurement, significant scarring, muscle damage, depression, anxiety, chronic insomnia, weight loss; post-operative complications including seroma, repeated drainage of seroma, muscle pain; and other physical and emotional manifestations that are severe and ongoing¿. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified: deformation and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.